Event description:
Report received from the USA stating that the device had an e4 message on the console. The device was being used during surgery. No injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).